Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced resistance when filling a cartridge. There was no impact to the user's blood glucose level. The user successfully filled a new cartridge with a new syringe/needle.